Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a shocking pain in the armpit when the stimulator is off. The patient had an ultrasound done, but the rep was unaware of the results. The patient was having a revision surgery on (B)(6) 2016. The rep stated that the products are not affected and the doctor feels that the reported pain may be due to the tunneling procedure, as the pain is happening when the device is off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.